Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that the tube was leaking from the site. Since last 24 hours the infusion set was in use. High blood glucose level was 300 mg/dl. No further information was available.